Manufacturer narrative:
An attempt to reproduce the reported event using carelink csr application (software version v14.13b) was conducted and confirmed the issue is not reproducible. Three attempts were made with provided customer username using different browser: google chrome browser, safari and microsoft edge. This issue is not confirmed. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the (B)(4). After conducting a thorough investigation, we found traces of user success login given customer's username, suggesting the blank screen issue may be the sso redirect issue. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: ask customer to provide exact url after the user enters credential and hit enter. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error as when they try to login carelink account the screen was blank screen. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.